Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was admitted for low speed advisories and the patient was having drive line fault alarms on their controller. The account was concerned for short to shield issues and submitted x-rays. Log file analysis noted 2 pump stoppage events on (B)(6) 2019 and (B)(6) 2019 while the device was connected to the mobile power unit. This type of behavior was indicative of a percutaneous lead issue. The patient had a drive line repair on (B)(6) 2019. Post repair the patient was connected using a grounded cable. The patient continued to have pump stops on the grounded cable after the repair. No further information was provided.

Manufacturer narrative:
Manufacturer's analysis conclusion: evaluation of the patient¿s submitted log files confirmed low speed operation and pump stoppages; however, evaluation of the returned portion of driveline from the device did not find damage that would have contributed to the reported event. Additionally, the reported driveline fault alarm could not be confirmed through this evaluation as the submitted log files did not capture the reported event. A specific cause for the driveline fault alarm could not be conclusively determined through this evaluation. The submitted log files contained data from 2(B)(6)2019 at 8:11:48 pm to (B)(6)2019 at 5:11:17 pm and from(B)(6)2019 at 3:11:20 pm to(B)(6)2019 at 11:11:13 am, as well as data from(B)(6)2019 to (B)(6)2019 . A controller exchange was performed on (B)(6)2019 at 8:10:22 pm. Log file evaluation showed the pump operating above the low speed limit until(B)(6)2019 at 7:26:05 am when the log file recorded low speed operation which progressed into a full pump stop 2 seconds later. The pump regained speed approximately 3 seconds later and operated above the low speed limit again until (B)(6)2019 at 12:52:21 am when the log file recorded further low speed operation which progressed into a pump stop 3 seconds later. The pump regained speed on its own and operated above the low speed limit again until (B)(6)2019 when a pump stoppage was captured due to a driveline disconnect alarm which appeared consistent with the driveline repair. The pump operated above the low speed limit again until later on (B)(6)2019 at 6:05:20 pm when the log file captured a pump stoppage. The pump regained speed again until capturing another pump stoppage at 6:46:38 pm and again later on the same day at 7:43:26 pm. The pump regained speed between and after these pump stoppages on (B)(6)2019 and remained above the low speed limit for the remaining duration of the log files. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline repair was performed on (B)(6)2019 captured and the replaced portion of driveline was returned in a segment measuring approximately 19 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The silicone jacket was unremarkable. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had minor breakdown throughout the entire returned portion of driveline. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The heartmate ii lvas IFU covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was sent home on a non-grounded cable due to continued low speed alarms post perc lead repairs. After using the non-grounded cable, no alarms occured. No further information was reported.